Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose between 300 mg/dl and 400 mg/dl with symptoms of dehydration and abdominal pain. The patient had discontinued pump therapy at the time of the call. The reporter stated that there were air bubbles filling the cartridge and tubing shortly after the cartridge had been changed. This complaint is being reported based on the allegation that the patient had a hyperglycemic event as a result of a leak in the cartridge.